Event description:
Per the hp's nurses, a home patient (hp) experienced adverse symptoms following their first apd therapy. In 03/2004 in the clinic, the hp was trained to perform apd therapy. During this training 3-2l exchanges were performed on the hp. The next day the hp performed their capd exhanges at home, and the following day the hp presented at the dialysis clinic with cloudy effluent and abdominal cramping. A culture and gram stain were performed which revealed no growth. A cell count with differentials was also performed which revealed and increased level of wbcs, a low percentage of neutrophils, and a high precentage of eosinophils. As a precautionary measure, the hp was treated with 1gram of ancef daily intraperitoneal for 2 weeks. Three days later a second ceel count with differential was performed which revealed a decreased amount of wbcs including a low percentage of neutrophils, and again, a high percentage of eosinophils. Two days before completing the antibiotic regimen a final culture and cell count with differential was performed. The patient's effluent was still hazy at this time. The culture revealed no growth, and the cell count showed a still slightly elevated wbc count with 86% eosinophils. In 04/2004 a follow up was done with the hp and it was reported that the patient still experienced random drainage bags of hazy effluent, however, the hp was feeling normal. No further antibiotics were prescribed. The nurses have concluded that they do not think that the hp experienced a peritonitis episode, but rather that the symptoms were possibly related to sensitivity to the eto used to sterilize the homechoice set. However, the nurses also reported that these symptoms were not present after installing the hp's transfer set, which was also sterilized using eto. No hospitalization was required for this event, and the hp has been on apd therapy since the next four days with no further issues except for the random hazy drainage.